Event description:
The silverhawk ds device was inserted into the patient. Three passes were made below the knee (btk). When device was removed from the patient, the nose cone was detached. Additional information received indicate they were unable to find the location of the tip. Fluoro and could not locate anything in either lower extremities (post removal of ds). The patients foot pulses were good, post procedure and has had no issues post procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.